Manufacturer narrative:
(B)(6).

Event description:
The customer stated that controls passed at 16:22 for the elecsys troponin t hs assay on the cobas 6000 e 601 module. At 19:22, controls failed. The customer then pulled patient samples that were tested between 16:22 and 19:22 and determined that 21 samples had questionable troponin t results. Of these 21 samples, 20 had erroneous results which were reported outside of the laboratory. The samples were repeated on a different e 601 analyzer. The customer stated that they amended a total of 17 patient sample results. Erroneous results highlighted in yellow were not amended. No units of measure were provided for the troponin t assay. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number and expiration date were asked for, but not provided. The field service engineer replaced the measuring cell, tubing, and a nozzle. Instrument operation was resumed and it works normally.

Manufacturer narrative:
The investigation determined that the issue was resolved by the service actions.